Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable total hemoglobin (thb) and potassium results for one patient from a cobas b 123 system. Data from three separate samples from the patient was provided. Refer to the attachment to the medwatch for all patient data. The samples were drawn and tested by the anesthetist. There was no allegation of an adverse event. The reagent lot numbers and expiration date were requested but were not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided data found no indication of an issue with the sensors or measurement modules. Based on the investigation, no product problem could be found. Pre-analytical issues such as inhomogeneous samples may have led to the discrepant results.